Event description:
An analysis was performed on the returned flashcard and handheld computer, and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified. The flashcard/software and handheld device performed according to functional specifications.

Event description:
The company representative reported that she picked up the physician's programming handheld computer and software for return to the manufacturer for analysis. The products were received by the manufacturer on (B)(4) 2013. However, product analysis has not been completed to date. The return product form listed the reason for return as "broken."

Event description:
A company representative was aiming to review a patient¿s programming/diagnostic history from a treating vns physician¿s programming handheld computer. However, when she turned on the computer, the screen was frozen on the home screen. A hard reset was attempted, but did not resolve the screen freeze. It was confirmed that the computer was plugged into the wall. It was reported that there were no contributing factors observed that could have caused the event, and the programming system is stored in a baggie in a drawer in the office. No patients were involved. A replacement computer was provided to the physician¿s office, but good faith attempts for product return of the computer with frozen screen have been unsuccessful to date.

Manufacturer narrative:
.